Event description:
The user facility reported a patient with cardiomyopathy was implanted with an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a/c power issues that were resolved by changing out the console. No reported harm to patient.

Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. When the console arrived, the battery switch was engaged and ac power was connected, however the console still would not recharge. Console was opened and interior connection integrity was verified. The ac power supply was temporarily replaced by the known good one, and the failure mode was resolved, and the batteries began to properly charge. The root cause of the aic not recognizing being plugged was due to a defective ac power supply. This report is being filed as part of a retrospective review of historical records.